Event description:
It was reported that pump displayed malfunction alarm identified as malfunction 9 with no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset without recurrence of malfunction, was advised that pump could continue to be used, and was instructed to call back if malfunction alarm occurred again.